Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 420mg/dl, 336 mg/dl and 475 mg/dl. The customer was assisted with troubleshooting. Customer stated that she did noticed the site was sticking up and she pushed it back down. Customer removed infusion set and cannula was bent. Customer declined troubleshooting for high blood glucose and bent cannula. Customer just checked blood glucose and it is 507 mg/dl and went to 77mg/dl last night. The insulin pump will not be returned for analysis.